Event description:
A driver rx coronary stent system, length 18mm, diameter 3.0mm, was intended to treat a lesion in a patient. It was reported that the stent would not cross the lesion and, on removal from the patient, the stent struts were destroyed. The target lesion, which was located in cx, exhibited 90% stenosis with little calcification and little tortuosity. It was reported that the target lesion was predilated once to 12 atm with a 2.0 x 12mm balloon. An 85% stenosis remained post pre-dilatation. The device was inspected prior to use with no abnormalities noted. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results and conclusions: 85% stenosis following pre-dilatation, little calcification, little tortuosity. Evaluation summary: the device was returned to medtronic for evaluation. The first distal stent segment slightly overlapped the distal marker band. The segments in the middle portion of the stent were damaged. The 1st six proximal stent segments were intact. The 7th to the 12th proximal segments were damaged and deformed. A number of struts on the 7th and 8th segments were bent. Gaps were evident between some of the distal segments. The 1st distal segment was partially overlapping the distal marker band.